Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend of patient with implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported there was a loss of therapy. The patient reported that the stimulation was not strong enough and was having a lot of pain. The stimulation was not working, not acting properly, and they needed someone to meet them at the healthcare provider¿s office. The patient fell 2 ½ months ago and hurt her shoulder. She was in the hospital for a week and had shoulder surgery. She did not charge the implant. The implant was charged but not working right. The caller was redirected to the healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the ins died due to the patient not charging during the hospital stay. The rep was able to charge the ins and recapture stimulation in the desired areas. Impedances were within normal limits. The patient was happy with coverage and the issue was resolved. No further complications were reported.